Event description:
The dexcom g7 I was wearing on (B)(6) 2025 was indicating blood glucose levels in exceed of 200 mg/dl from what finger sticks indicated, and repeatedly would lose connection through out the 9 days I wore it (they are supposed to last ten days but I ended up changing this one a day early due to the repeated issues).